Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. (Sae info) there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.